Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod longer than 48 hours, the site was painful, red, itchy and irritated with eczema. The patient visited the diabetic nurse and received a prescription of (cutimed) liquid to be used on the skin before applying the pod.